Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter became kinked and was not used. The case continued using a new ace catheter.

Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max ace was kinked underneath the strain relief approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra reperfusion catheter 5max ace was kinked during the removal from the packaging hoop. Evaluation of the returned product was confirmed. The penumbra reperfusion catheter 5max ace proximal shaft was kinked. This type of damage typically occurs if the product was improperly handled while being removed from the packaging hoop, in use, or during preparation. If the product was removed at an angle while force was being applied, it is likely that damage will occur. The cause of this complaint cannot be determined. The devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.